Event description:
Our rep is reporting that during a "hand" procedure the surgeon attempted to use a microfix quickanchor plus for fixation, this device requires a predrilled bone hole of 1.3mm in diameter. This anchor device somehow broke upon attempted insertion into the bone hole, this was then discarded by the user. The surgeon then attempted to remedy using, for whatever reason a larger diameter fixation device, a mitek minilok quickanchor, which requires a larger diameter predrilled bone hole of 2mm in diameter, without enlarging the already predrilled hole to the appropriate diameter to accommodate the larger fixation device. At this point, the inserter tip broke off into the anchor within the body. All was retrieved and the surgeon used another similar and appropriated fixation device to conclude the repair without further issue or harm to the pt.

Manufacturer narrative:
Mitek is in the process of reviewing the build records of this device lot to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. If there is any evidence of a mfg anomaly that may, or, would have contributed to this reported failure, it will be declared in a follow-up report. With that said, it is evident from the statement of event that the user did not use the appropriate device for remedy via the fact that he or she did not re-prep the bone hole to the larger diameter required to accept the larger diameter fixation device. Hypothesizing, the failure most likely resulted from the excessive mechanical force applied by the surgeon trying to force and all to large diameter fixation device into an inappropriately to small hole. We attribute the failure of the device to technique, a user issue. No further action is warranted.